Event description:
It was reported that during a rotational atherectomy procedure, speed issues were encountered. During preparation, the staff was testing the system and the console was spinning at 200,000 rpms without it allowing them to decrease it. The physician then used the same console during the procedure. The speed increased of its own up to 200,000, and was not responsive to being changed by the knob on the console. The console settled in at 180,000 rpms which was used successfully to complete the procedure. The 1.5mm burr was then removed in dynaglide without incident. The procedure was completed with this console, and pt's status was reported as "no ill effect, made an uneventful recovery".